Event description:
During a cardiopulmonary bypass procedure, the user reported the wire was unwinding where the spring attaches to the tubing of the weighted flex sucker. The wire became snagged in the chordae tendineae of the mitral valve. On attempting to move the location of the sucker, the snagged chordae were damaged and had to be repaired by the cardiac surgeon. The surgeon was able to remove the sucker and replaced with another like product. The change out and the repair of the chordae did cause some delay in the procedure (about 10 minutes) and this added to the cpb time. This did not add to the usual blood loss from the operation, itself. The case was completed, as scheduled, and this pt did not appear to have additional harm. There is risk of harm from both bleeding and from prolonging the operation.